Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. In the delivery liquid are deposits visible. Permeability test: a permeability test has shown that the mininav is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is operating within acceptable tolerances. Results: first we performed a visual inspection of the mininav. No significant deformations or damage of the valve were detected during the visual inspection. In the delivery liquid are deposits visible. Next we tested the permeability and opening pressure of the valve. The mininav operates as expected and met all specifications. Finally, we have dismantled the valve. Inside the valve we have found slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of over- drainage. At the time of our investigation, the opening pressure of the valve was within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
A problem with the drainage of the mininav valve was reported. Patient information: age: (B)(6). Height: (B)(6). Weight: (B)(6). Implantation: (B)(6) 2020. Removal: (B)(6) 2020.